Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: five (5) unused samples and a photograph of a sample were provided for evaluation. Visual inspection was performed and leakage was not easily identified by initial visual inspection of the returned samples. Visual inspection of the photo sample did not identify a leak; the product appeared to be totally dry and unused. Functional leak testing of two (2) samples was performed and no leaks were identified from the administration spike port bonding area or any other area. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 1000ml exactamix eva (ethylene vinyl acetate) bags were leaking from the sides of the middle port. The leaks were observed after the bags were filled with tpn (total parenteral nutrition) prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.